Event description:
The customer contact reported that the device intermittently did not sound an audible alarm tone. The device was returned to the biomedical dept with a report that the device alarmed with code s104 (primary audible alarm failure). During testing at the user facility, the device did not sound a secondary audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.